Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulator was giving her jolts at times, and was having communication issue with remote control device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.